Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The date the patient expired is an estimate. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A follow-up report will be submitted when the investigation has been completed.

Event description:
The user reported that during a cardiac catheterization procedure, the catheter caused a dissection of the left main artery and the patient later expired. After insertion of the catheter, the physician injected contrast to visualize the artery and a dissection was seen in the left main artery. The patient began to experience hypotension, chest pain, and the early signs of cardiogenic shock. The patient's arteries were cannulated with several wires and stents were placed. The physician felt that good flow had been restored to the patient. The patient was admitted to the cardiac care unit in the hospital after the procedure for monitoring. Approximately 12 hours later the patient expired and could not be resuscitated. The hospital discarded the catheter used in the case. The user did not provide a lot or catalog number.